Event description:
It was reported the patient¿s stimulator had not worked since implant. It did not control their neurogenic bladder. Adjusting stimulation did not resolve the issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that since implant the patient had a burning sensation in her right buttock area. The patient was also sore and tender where the implant was and had increased pain and irritation in the pelvic floor area. The burning was intermittent, but more so than not. The doctor reportedly told the patient that this was normal after implant. The patient spoke with the manufacturer representative on (B)(6) 2013 and changed to program 2 at 1.1. The patient thought the representative would follow-up with her, but had not. The patient noted that while she was lying down there was not a lot of the burning sensation and pain, but because another device was implanted for that area of coverage she thought that was why she did not feel as much pain. The patient tried turning the device off ¿last night¿ but did not notice any difference in her symptoms, so turned it back on ¿this morning.¿ the patient believed that the symptom relief was better with the trial than the permanent implant. The patient was retaining more urine after the implant than before. The patient wanted to talk to the representative before adjusting settings. The patient had a doctor¿s appointment the day of the report. Additional information received reported that the patient purchased a relief device that increased blood circulation and relieved pain by using radiofrequency. The device was mobile and could be moved to whatever area of the body was experiencing pain. It was noted that the patient used the device on their left knee and lower left tibia yesterday and then became concerned about the device interfering with their implantable neurostimulator (ins). The patient had downloaded the relief device manual but there was nothing on there and it just said to contact their health care provider (hcp) and that it was a class b digital device. It was reported that although the manufacturer did not have testing, it appeared the device provided surface heat to increase circulation and was battery operated. It was recommended that the device not be held over the implant as a precaution. It was noted that the patient¿s manufacturer representative was absolutely useless and they had missed appointments with the patient. They had promised to call the patient and had not and the patient gave up dealing with them months ago and just dealt with their hcp. It was reported that the patient wanted to know if they could have an MRI cervically and in their head because they recently had a lumbar myelogram and would need another fusion of l3 and l4. The patient had severe scoliosis and was having problems potentially cervically and they already had a neurogenic bladder which was why they had the ins. It was noted that the patient still had a problem with retention of urine and was supposed to have a urodynamic test done tomorrow. All of the sudden now the patient was leaking whereas before they never leaked and they would present that to their hcp tomorrow. It was reported that the patient wondered if it was somewhat unusual to go from no leaking to all of a sudden leaking and they wondered if it was associated with their back. The patient reported that the leaking started about a month ago and then actually that the first occurrence happened several months ago and that was a one-time occurrence. It was noted that it really increased in the past 6 weeks and the patient had just gotten out of the shower and was walking across the room and started leaking down their leg and the also had a huge problem that they discussed with their hcp before their operation. The patient had a problem with a weak bladder and urine flow and it had made them raw over the whole perineal. It was noted that they had to catheterize a lot more because the ins was not working and when they went on their own their urinary stream was so weak that it just went all over them and they had to constantly clean up and it took a toll on the tissue down there. The patient thought the whole purpose of them having the ins would be to help with their retention but they asked their hcp if it would help with their weak urinary flow and they said no. It was reported that the patient was seeing their hcp tomorrow because they were also having bowel problems because they were on a lot of pain medications and went from being really constipated to having loose stools. With the whole situation with their back, the patient was wondering how much impact it had on the whole bladder situation. It was noted that the patient wanted to know if there were any other manufacturer representatives in the area.

Manufacturer narrative:
Product ID: 3889-28, lot# va0c469, implanted: (B)(6) 2013, product type: lead. (B)(4).